Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2008 and a sling was implanted and on (B)(6) 2009 an advantage fit was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and prolapse and a sling was implanted. Concomitantly the patient underwent a vaginal hysterectomy, anterior and posterior colporrhaphy, vaginal vault suspension. It was reported that patient experienced pain, recurrence, infection and urinary problems post implantation. On (B)(6) 2009 it was reported that the mesh was not explanted, doctor had to implant additional advantage mesh because of severe incontinence after the first mesh was implanted on (B)(6) 2008. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).